Event description:
Reporter indicated that the patient experienced a brief period of bradycardia during the interoperative system diagnostic test. The issue resolved once the test was over. All attempts for further information regarding the issue, and what intervention if any was necessary for the issue, have been unsuccessful to date.